Event description:
Reporter indicated that pt was hospitalized for treatment of infection at implant site. The infection was treated with antibiotics (ancef). The pt was discharged and was last seen by physician in 2002. It is not known at this time whether the infection has resolved.